Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient received a steroid injection for post-surgical pain management (non-dexcom related). She stated she had no symptoms of hypoglycemia even though her cgm was displaying low values between 43¿45¿mg/dl for approximately two hours. She attempted to treat the presumed low glucose by eating food and drinking juice, but the cgm continued to display low numeric values. Based on her post-operative condition and recent meals, she expected her glucose levels to be higher, which led her to believe the cgm was reading inaccurately. She was unable to locate her glucometer at home and, out of concern, went to the emergency room (ER) for diabetes-related evaluation at approximately 10:30¿pm. In the ER, a bg fingerstick (fs) test showed 482¿mg/dl, confirming the cgm readings were inaccurate. She was treated with IV fluids and then later received long-acting insulin which helped to decrease her bg levels. Before discharge around 2:30¿am, her bg fs was 342¿mg/dl and she reported feeling fine. At the time of the report no other details were provided. At the time of the report no other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).